Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked and the drive support cap is loose and sticking out of the device. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a loose/protruded drive support disk, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked end cap, and a severely scratched display window.